Event description:
Reporter alleged obtaining the results of 245 mg/dl and 65 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that post-operative a sleeve gastrectomy procedure the patient developed non-acute leak at the eg junction. The patient was not re-admitted. They used conservative management to maintain the leak. The patient has been released from the hospital. The device was discarded.

Event description:
The customer reported the system is producing x-rays but is not producing an image. No pt injury was reported.